Event description:
International complaint coordinator reports one incident of patient reaction with the psn 170 dialyzer. Patient experienced anaphylactic reactions. Symptoms abated after patient was removed from the dialyzer. No further information provided at this time.